Event description:
Patient was brought into surgery for right chest tube insertion and tunneled dialysis catheter insertion. After the chest tube insertion, the patient was re-prepped and redraped for the dialysis catheter insertion. As the guide wire was pulled back the sharp tip of the needle shredded the coating of the guide wire and a piece was left inside the patient's vein. The retained piece of the guidewire was removed.